Event description:
It was reported: a pt was using a h850 portable liquid oxygen device. The device began to malfunction and stopped delivering flow, while the pt was driving her car. The pt felt short of breath and became dizzy. The pt drove to the local emergency room, where her sao2 level was found to be 72%. The pt was treated and released.

Manufacturer narrative:
The device was returned and evaluated. All visible internal and external comonents appeared normal. The contents indicator, normal evaporation rate, pressure and flows were all within specification. The primary relief valve and economy valve pressure were also within specification. The unit successfully completed all non-destructive functional and performance tests. We were unable to duplicate the reported problem. User guide warns: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in the oxygen supply." In addition, "caution: consistent with the recommendations of the medical community on the use of conserving devices (which includes the nasal cannula), it is recommended that the h850 personal oxygen system be qualified on patients in the situations it will be used (rest, exercise, sleep). Differences in nasal cannula design may vary the ability to trigger a conserving device."